Manufacturer narrative:
This is a combined initial/final report. The investigation is based on information from the local leica microsystems representative and a video provided by the customer. The investigation revealed that the user failed to follow the instructions given in the user manual. The m525 f40 was not returned into transport position before movement. It was moved while the unit was stretched out. Also, it was moved by pulling instead of pushing. The leica m525 f40 complies with all applicable norms and regulations including requirements for stability and to prevent tilting. Using the m525 f40 improperly during transport and positioning, i.e. Other than required by the warnings on the device and other than described in the instructions for use, can have an adverse effect on the stability of the device. In extreme cases, improper use during transport and positioning can cause tilting of the m525 f40. The root cause can be traced to inadequate user handling.

Event description:
Leica microsystems (B)(4) received a complaint from (B)(6) stating that when the nurse was pulling the m525 f40 it tipped over. The nurse was hit by the stand which caused a minor injury described as skin abrasion on the head. No patient injury was reported, as there was no surgical procedure ongoing.